Event description:
It was reported by svc report that the crossbar release was bent and the pt cannot be properly secure in the cot due to the damaged ems restraints. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section; restraint straps.